Manufacturer narrative:
The device history record (DHR) review concluded no abnormal process conditions were present during the manufacturing of this product that would lead to the reported condition. The sample analysis of the returned device confirmed the crack in the lid. The crack is near the handle on the side of the lid with the rotor opening. The root cause investigation could not determine a specific root cause as the condition could occur with pulling up on the lid after it¿s been locked. The crack is on the non-hinged side. Therefore, it¿s possible that the user locked the lid and then tried to remove the lid or as a result of transportation of the product or repackaging of the product. At this time however, there is no additional evidence to make a definitive root cause. A corrective/preventative action is not deemed necessary based on reported condition¿s risk to patient/user and trending. The issue will be monitored through routine complaint trend analysis and reviewed by CAPA review board (crb) for CAPA as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they received cracked lids. There was no damage to the shipping box and no injuries occurred.